Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated ¿no imaging studies or examination of explanted components is available for review. No surgical pathology report is available. Based upon the information available for review, no confirmation of the event description is possible as an explanation for this described clinical event leading to revision surgery seven years post-implantation in this patient.¿ device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated ¿no imaging studies or examination of explanted components is available for review. No surgical pathology report is available. Based upon the information available for review, no confirmation of the event description is possible as an explanation for this described clinical event leading to revision surgery seven years post-implantation in this patient.¿ no further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Total hip replacement left in (B)(6) 2012 in (B)(6) study. Patient reports pain, difficulty walking, slightly raised cobalt in blood, pseudotumor on MRI. Diagnosis on (B)(6) 2019. Revision surgery of femoral head and stem on (B)(6) 2019.